Event description:
PICC stopped functioning and per tray was found to have flipped up the neck. Over the wire exchange to replace the PICC.

Manufacturer narrative:
The device has not been returned to the manufacturer for eval, as the device was discarded after the event occurred. A lot history review (lhr) of rexb0800 showed no other similar product complaint(s) from this lot number.